Manufacturer narrative:
Additional, changed, and/or corrected data: b1 b2 b5 h1 h6.

Event description:
It is unknown if backup device was used. Device discarded.

Event description:
Healthcare professional reported "rupture upon injection.¿ device not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/12/2024.

Event description:
Healthcare professional reported "rupture upon injection.¿ it is unknown if backup device was used. Device discarded.

Event description:
Healthcare professional reported "rupture upon injection.¿ device not implanted.